Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white particles inner the shell and opening on anterior. Microscopic analysis was performed which identified, sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, left side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend review summary:no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.